Manufacturer narrative:
Additional customer contact information: name: (B)(6) a getinge field service engineer (fse) evaluated the iabp. The fse replaced hi pressure helium regulator. Device passed all safety and functional tests. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the pressure regulator has a large helium leakage. Retaining the pressure regulator in the failure analysis and testing department per procedure 0002-07-d008 rev ap.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units high pressure helium is not regulated. There was no patient involvement.